Event description:
It was reported that the patient's heart rate was low around 40 beats per min (bpm) when the implantable pulse generator (ipg) was set at a rate of 70 bpm. The ipg will be monitored and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5568 implantable pacing lead (B)(6) 2012. (B)(4).